Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA mw5085880 that a patient of unknown age who underwent breast prostheses implantation with mentor gel implants for unknown indication on (B)(6) 2015 reported autoimmune disorder cause by breast implants. The patient reported the following symptoms: severe fatigue, dry skin. Hair loss, and joint pain. No device malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides.